Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of a peritonitis of a male patient coincident with unknown dianeal solution for peritoneal dialysis therapy. On an unreported date, the patient experienced peritonitis. The patient was hospitalized on an unknown date. The nurse reported that the patient was recovering. No further information was available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11k13065. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.